Event description:
It was reported that the customer's sensors broke. Customer stated the needle became stuck inside of it. Customer stated the needle hub was difficult to remove and he removed both needles and sensors from his body, after the needle broke. Customer was also having issues with lost sensor errors. Customer's blood glucose was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1opened and used enlite sensor, using a new lab transmitter and connecting to a medtronic paradigm insulin pump confirmed the communication icon was displayed and the transmitter was flashing while connected to the sensor. The enlite sensor functioned properly. Unable to confirm the needle complaint due to the customer did not return the needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.